Event description:
Needle pull off: customer reports that needle came away from the suture. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Samples of the unopened packets were tested for needle pull and the results obtained were above the ethicon and usp requirements for sample average. One sample had a value which fell below the average requirement but not below the minimum individual requirement. Two of the actual needles involved were visually examined. Examination of the separated needle showed suture remaining inside the swaged needle barrel. Examination of the suture showed the suture was "clipped" at the swage, causing the cut portion of the suture to peel away from the body of the suture. Examination of the attached needle/suture showed the same characteristics of a "clipped" suture peeled away from the suture body. An investigation was conducted. A batch history record review was conducted and revealed that the batch met requirements. An associate awareness session was conducted as corrective action.